Event description:
It was reported that after saving images on the 9800 system, there were missing images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.